Event description:
Patient was revised to address acetabular cup loosening with partial ingrowth noted. Report also noted that patient had a large cyst and bad fluid.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered injuries and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.